Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the generator error but could not replicate the error after the restart. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision system (vs) integrated electrosurgical unit (iesu) was not working. The procedure was completed with no reported injury.